Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021 that the compression screw was used incorrectly in a case. Compression screw became stuck inside of connecting screw. The two screws were unable to be disconnected. The procedure was successfully completed. No surgical delayed reported. There were fragments generated and they removed easily without additional intervention. There was no reported consequence to the patient. Concomitant devices reported: compression device/ for ti cannulated tibia nails-ex (part number 03.010.004, lot unknown, quantity 1). This report involves 1 cann connecting scr f/percutan instruments for nails-ex. This is report 2 of 2 for (B)(4).